Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was scheduled for new battery and pocket revision. The device was currently implanted, out of service. No patient symptoms were reported. No further complications were reported/anticipated.